Event description:
It was reported that the tibial liner could not be assembled to the tibial tray. The surgical technique was utilized, and the surgery was completed with a second device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598004701, stemmed tibial component precoat size 5, 66053945 g2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.